Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a scratched lcd lens and degraded dso seal. There was no evidence to review in the event history log. During the functional testing, the customer reported problem was unable to be duplicated. There was no device problem found. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the device disconnects and then reconnects on its own when connected with the power cord. The event occurred during setup. There was no delay of therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.